Event description:
It was reported that during a clinic visit, this pacemaker device was found to be operating in safety mode. The health care professional (hcp) noted that the patient was transferred to the hospital where a replacement procedure was performed. The pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. This pacemaker was not expected to return.